Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (BG) value was not provided. A correction bolus was delivered to address BG level. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.